Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-02268. The pt rec'd his scs sys, including two percutaneous leads, on (B)(6) 2008. It was reported the pt cannot increase the amplitude of his scs therapies. The pt was referred to his physician for reprogramming. Attempts to obtain add'l info regarding the pt's condition and/or lead status were unsuccessful. According to the MFR's device registration sys, the leads remain implanted. No further pt complications were reported.